Event description:
It was reported that the patient had the tactra penile prosthesis removed as it was too short and did not extend properly into the glans. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Event description:
It was reported that the patient had the tactra penile prosthesis removed as it was too short and did not extend properly into the glans. A new inflatable penile prosthesis was implanted. No patient complications were reported.